Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events from 27feb2026 through 28feb2026, per the timestamps. The log file captured numerous low flow alarms on 27feb2026, as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 lvad, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 1, also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow was attributed to the patient's ventricular tachycardia (vt), and the low flows resolved after the patient came out of vt. The only symptoms present in the patient were dizziness, lightheadedness, and an inability to stand. Treatment consisted solely of the ICD shocks for the sustained arrhythmia which resolved. It was noted that the patient had a history of vt pre device therapy, the ICD was implanted prior to the pump, and the arrhythmia in this event was not considered device related.

Event description:
It was reported that the patient had persistent low flows on (B)(6) 2026 in the evening. They started to lose consciousness, and it was noted they were on low flow controller software. The healthcare provider believed this was due to ventricular tachycardia after the patient visited them and saw that the patient was shocked multiple times with anti-tachycardia pacing. However, in the evening of the event the caregiver at the time denied any shocks from the implantable cardioverter defibrillator. Log files were submitted for review which captured a period of several low flow events on 27feb2026 at 20:29 through 20:53 with flows noted as low as 1.1 lpm. Estimated flow retuned to the mid-3 lpm range after this time and for the remainder of the data capture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.